Event description:
It was reported that the device was displaying a service indicator with error code 1006, indicating that the defib charge was 15% out of tolerance. There were no repots of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and the therapy cable assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the root cause of the reported failure was a low voltage pin socket, designator #1, that was damaged and not making contact with the corresponding pin on the therapy cable.